Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received from the user facility, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. On (B)(6) 2023, the user facility informed olympus that the issue occurred due to how they were culturing the scope. On october 11, 2023 an olympus endoscopy support specialist was dispatched to observe the user reprocessing steps. Although the user used non-olympus automatic endoscopic reprocessor (aer) and flushing pump, no obvious deviation from instructions for use (IFU). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 17, 2023. Sampling from: all channels. Cfu: n/a. Bacterial identification: no growth. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - forceps passage - kinks/scrapes - angulation - below prod standards - control knob movement - play - distal end plastic cover / scope body - minor dents at scope body and hold ring - light guide lens - tiny chips at edge - bending section rubber - flabby, adhesive removed - bending section rubber glue - cracks - insertion tube - minor snakiness - suction flow - kinks/scrapes in channel light guide side. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the result of culture test the user ordered to the third-party labs was void due to the user specified cause. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no patient infections due to the reported contamination. The customer confirmed that the scope was last reprocessed on (B)(6) 2023. The customer also indicated that the scope was not reprocessed again prior to returning the device for evaluation. The customer indicated that during precleaning, a scrub buddy is used. The customer indicated that valsure detergent solution is used during manual cleaning. During the manual cleaning process the instrument/suction/balloon channel, air/water/suction/biopsy valve is brushed. The customer stated, ¿we follow cdc guidelines.¿ the customer confirmed that the forceps elevator was brushed and flushed. The customer confirmed that the endoscope passed the leak test. For automated endoscope reprocessor (aer) treatment, a dsd-201 medivators machine is used with valsure detergent and rapicide (disinfectant). The scope is stored in cabinets with hepa filters and air-drying cycles (10 minute). Additionally, the customer stated that tips are covered so that it does not touch other endoscopes. The customer reported no existing problems with the aer. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the scope is not eto sterilized. The last annual reprocessing in ¿ service training conducted by an olympus endoscopy support specialist was performed on (B)(6) 2023. The customer confirmed that there had been no changes in reprocessing personnel since the last in-service training and that all reprocessing personnel are trained on how to properly reprocess an endoscope. It was confirmed that the scope was reprocessed twice prior to returning the device to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a loaner asset evis exera iii duodenovideoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for unknown colony forming units (cfus) of unspecified bacillus bacteria. The issue was discovered during routine weekly culture of the scope. There was no patient/user harm or injury reported due to the event.